Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Therapy date: (B)(6) 2022 (B)(6). Part #: 04.038.000s. Lot #: 697p400. Manufacturing site: (B)(4). Release to warehouse date: 29, march 2022. Expiry date: 01, march 2032. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that tfna end cap extens. 0 tan was stripped from de threads. Also the head had scratches. No other problems were found a dimensional inspection was unable to be performed for the tfna end cap extens. 0 tan due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna end cap extens. 0 tan would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, the patient underwent the orif surgery for incomplete fracture of shaft of femur. When the surgeon tried to insert the end cap to the nail, the end cap could only be inserted halfway through. The surgeon removed an insertion handle, retightened the locking mechanism of the nail, and tried again to insert the end cap, but she could not. The surgeon tried inserting another end cap with the same lot number, but that end cap also could only be inserted halfway through. The surgeon left the end cap in that condition and finished the surgery to avoid prolonging the surgical time. The surgery was completed within 30 minutes delay. The patient was reported as stable. This report involves one (1) ti end cap for tfna 0mm extn - sterile. This is report 1 of 1 for (B)(4).